Event description:
It was reported that the pt noticed an obvious decline in hearing on (B)(6) 2012. Problems of external devices have been excluded and history of head trauma has been denied by the pt. Latest testing in situ showed that the device has malfunctioned. The pt was reimplanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.